Event description:
Report rec'd with explanted device stating that device was removed due to pt experiencing "high fever." On follow-up with the hlth care provider, it was learned that the pt developed a post-operative wound infection resulting in generalized sepsis. Further info on the event will be requested from the hlth care provider.